Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using a navarre universal drainage catheter. Post the procedure on (B)(6) 2026, it was observed that there was leakage from the small hole of the sure-lok tm component of the drainage catheter. The procedure was completed using another device. There was no reported patient injury.